Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported device rupture and ¿a peri prosthetic hull with inflammatory granuloma without suppurative homelessness¿. Device has been explanted. This report relates to the left side.

Event description:
Physician reported rupture discovered on explantation (due to device age). Left side. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen ruptured. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional information from the physician confirmed that the event of granuloma is not occurring.